Event description:
On follow-up it was confirmed that there was no patient or staff impact.

Manufacturer narrative:
Section d: received additional information regarding the tool details: product ID: mr8-7td1512, lot#: 0228136253. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: evaluation of the device determined that tip of the tool is broken/ fractured off the stem. The suspected root cause was identified as applied side load from use while the tool was either not rotating or rotating at too slow of a speed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Product analysis for attachment mr8-as07: evaluation determined that the device was tested and the maximum temperature was measured to be 109.04f. However, the rate of temperature rise was below threshold. The likely cause of failure could not be determined. It was also noted that abnormal sound during rotation. B3:date of event notification 9th jul 2024. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-as07, serial/lot #:(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of dissecting tool breakage. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint.